Event description:
During a lap. Cholecystectomy - "the o-ring from the point where the irrigation probe connect into the valve housing 'blew apart' toward the end of the procedure, and somehow found its way down the trocar cannula and into the pt's abdomen. Luckily the surgeon spotted the o-ring and was able to retrieve it prior to closing the pt."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.